Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited information related to the pt's medical history and is unable for form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt is without stimulation. A full impedance diagnostic showed all impedance are within normal range. Reprogramming the parameters did not resolve the issue. The pt is being treated with a series of epidural steroid injections. No further information is available at this time.